Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, the brown (lead 1-) wire was broken inside of the distribution node. The cause of the non-functional ecgs is the broken wire. The root cause of the broken wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the deflated belt.

Event description:
A united states distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.